Event description:
During a laparoscopic splenectomy, the staples did not form completely. Open staples were visible. Procedure converted to open due to a lack of hemostasis at the staple line. There were no time delays and only minor blood loss. Pt is fine and was discharged home.